Manufacturer narrative:
H6: ventec anticipates performing an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device stopped ventilating during use. The reporter advised that the device's low tidal volume alarm woke up a parent and that they observed there was no tidal volume being delivered to the patient. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. No further details were provided. (Please note: the patient¿s weight (section a4) is actually 14.8 kg, however, the esub form would not allow the weight to be submitted using decimals).

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001. Section d4, model#: of the initial medwatch report stated: prt-01100-000. Section d4, model#: of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI#: of the initial medwatch report stated: (B)(4). Section d4, UDI#: of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: ventec contacted the reporter asking if and/or when the device might be returned to ventec for evaluation. The reporter advised that they would follow-up internally and let ventec know. Since then, no additional communication has been received. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.